Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on the explanted generator. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The reported ¿premature end of life (eol)¿ allegation was not duplicated in the pa lab, although the pulse disable condition did exist in the received generator. The output was re-enabled in the pa lab in order to perform additional testing. The measured battery level was 3.072 volts during completion of the final electrical test, which is a non-ifi condition. The generator performed according to functional specifications after output was re-enabled.

Event description:
On (B)(6) 2013 it was reported that during the vns patient's battery replacement, the newly implanted generator showed that it was at near end of service even though it was just implanted that day. During interrogation and when diagnostics were performed, both showed neos=yes. The manufacturer's consultant stated that electrocautery was used but it did not come in contact with the vns system. Diagnostics were performed three times but each time the device showed neos=yes. It was reported that another generator would therefore be implanted in the patient. This was implanted with no problems. The manufacturer's consultant stated that she had interrogated the device prior to surgery to program in the patient data but doesn't recall seeing a battery status message then and the device did not give any neos warnings. The next time the device was interrogated was once the device was passed through the sterile filed. Upon interrogation, the generator gave a neos message and neos=yes was observed on three different diagnostics tests after that. The generator had been received by the hospital either the day before the surgery or the morning of surgery. The generator was stored on a shelf in the or and the manufacturer's consultant mentioned that it was 'freezing' in that room. The surgeon stated that he was concerned about this generator showing neos=yes as he did not do anything wrong during surgery. The manufacturing records for the generator were reviewed. During manufacturing they had to remove excessive adhesive per header touch up but the device was re-welded and met all specifications prior to distribution. The generator was received for product analysis on (B)(4) 2013. Product analysis is still underway but has not yet been completed.

Manufacturer narrative:
End of service message seen upon interrogation of the pulse generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed device met specifications prior to distribution.